Manufacturer narrative:
(B)(4) final analysis found the coil and ring electrode cable fractured due to fatigue. The lead had been fixated in a sharp bent. The electrical analysis found open circuit due to fracture. The fracture found most likely contributed to the reported complaint from the field.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. During routine device change out procedure an insulation anomaly was noted on the lead. The lead was explanted and replaced. The patient was fine post procedure.